Manufacturer narrative:
Linked to mfg report number: 3003418325-2018-00024. The product was not returned for evaluation. The DHR review concluded there were no assembly component related failures at the time of release. The complaint was not confirmed. A root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
This is the first of two reports. The surgeon operated on a patient with recurrent multiple levels lumbar disc prolapses with segmental stenosis and failure of previously implanted transpedicular fixation system. Intra-operatively, the patient had extensive fibrosis overlying previous dural scar, the microsurgical decompression went smooth. However, at the end of the procedure, the dural tissue didn't look assuring near the previous scar with cerebrospinal fluid (csf) soaking without seeing a definite source of the keak so the surgeon applied a patch of duroform and then covered it with duraseal to make sure of sealing any possible leak. On the 6th day postoperatively, the patient's dressing started to show soaking with csf, so the surgeon keep the patient conservatively with repeated dressing for 9 days more but the leak continued. Accordingly, the surgeon operated on the patient again on the 15th day after he discovered a leaking point from underneath the dural scar, so its apparent part using suture and applied a fat graft to the site tightened by the same suture, then he covered the whole exposed dural surface with 2 pieces of 5ml ampules of duraseal to try to seal the whole surgical bed. Postoperatively, the patient continued to show csf leak until now.